Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the battery was depleted. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the battery was depleted. The bme performed preventive maintenance (pm), found that the battery needed to be replaced, and ordered the replacement battery for repair. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.